Event description:
A report was received from a doctor regarding a memorylens that was implanted in the pt's right eye in 1999, which lens had opacified. The pt had a pre-existing medical history of glaucoma. The iol was explanted and replaced with another lens.